Event description:
It was reported by service report that the customer alleged the cot dropped with a patient on it. The service technician could not duplicate the event. There was patient involvement; however, no adverse consequences were reported.